Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4)

Event description:
A patient care coordinator reported a patient with transient light sensitivity of the right eye three weeks following lasik treatment. The patient complains of it being difficult to drive and going outside is bothersome. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.